Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing over, some spit out of the jaws and other were falling. No other details were provided. Another clip applier was pulled and used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.